Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch due to a high out of range pacing impedance measurement of greater than 2000 ohms. Oversensing of noise was also observed on the rv channel. Testing of the rv lead was unable to reproduce any noise and the system was reprogrammed and remains in service. No adverse patient effects were reported.